Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a frozen display and constant tone during the count down. The problem was isolated to the mother board. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer called to report a constant tone or high pitched noise coming from her insulin pump. It was also reported that the insulin pump has a frozen display. Customer's blood glucose reading was 149 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.